Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, there were multiple attempts to place the lead in the right atrium due to dislodgement and high impedance. The physician suspected a problem with the extension and retraction of the helix. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.